Event description:
It was reported the instruments were used during an extraperitoneal laparoscopic hernia repair. Rep reported the balloons broke. There was no consequence to the pt. Clinical follow-up: 8/29/96 1205 surgeon called back stating he experienced difficulty with two ted12 devices during a laparoscopic hernia procedure. The surgeon reported he made a 1 1/2 to 2 cm incision and bluntly dissected the fascia with a kelly instrument and his finger. The surgeon said no retractors were used at the time the devices were inserted. The surgeon reported both balloons on the devices were lubricated with ky jelly prior to insertion. The surgeon stated the pt did not have any adhesions in the plane of dissection and it took a very low amount of force to tunnel with each of the devices. The surgeon said the scope was used during tunneling with both ted12 devices. The surgeon reported he was unsuccessful in inflating each of the ted12 devices. The surgeon stated a third ted12 was opened and it worked fine. The surgeon reported there was no consequence to the pt.